Event description:
It was reported that a rotablator console failed electrical safety test. Routine electrical safety test was performed on the rotablator. During the safety test, the unit passed the ground leakage test at 9.4 micro amps; however, chassis leakage of microamps with power on was higher than the hospital's specification. No patient complications were reported as there was no patient involved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the console failed the electrical safety test. The rotational speed in dynaglide mode was 68 krpm; the maximum turbine rotational speed reached was 228 krpm; the turbine speed was set to and maintained 170 krpm. These are typical operational speeds. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that a rotablator console failed electrical safety test. Routine electrical safety test was performed on the rotablator. During the safety test, the unit passed the ground leakage test at 9.4 micro amps; however, chassis leakage of microamps with power on was higher than the hospital's specification. No patient complications were reported as there was no patient involved.